Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative is unable to load via cd in the software. It was confirmed that it was a known good disc that was used on the system previously and it was not showing in media. When logging into admin, the home folder was opened and it was not present in there as well. There was no time for troubleshooting and the site opted to using another navigation system for their upcoming case. There was no patient present when this issue was identified. It was later found through further troubleshooting from the representative, that the issue was due to a loose connection and the issue was resolved.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.